Event description:
The customer reported to olympus that the image went blank when bending the bronchovideoscope. The malfunction was identified during reprocessing. There were no error messages and the intended procedure is unknown. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus and evaluated. During evaluation, the technician was able to duplicate the user request. The image disappeared during angulation in the up direction. The insertion tube had multiple dents and did not pass the ring gauge. Leakage was noted at the bending section cover and the adhesive was cracked. The investigation is ongoing. A supplemental report will be submitted on completion of investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. In addition, the following events were found: leak test. A-rubber glue. Insertion tube. Based on the results of the investigation, it is likely the following led to the malfunction: no imagine presumable for physical stress was applied to the insertion section while the user was handling the subject device causing damage on the sensor unit; as a result, the suggested event occurred. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use. Precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal.5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿.if the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair". Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.